Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. The alarm occurred during the load process, and although the caller had not previously reported similar alarms, they did have issues with consecutive cartridges. Technical support decided to replace the pump.